Event description:
It was reported that a remote monitoring mobile application transmission was not received. It was noted that the mobile programmer application had been used for interrogation instead of the intended remote monitoring mobile application. Troubleshooting steps were taken to include reinterrogating the implantable device using the remote monitoring mobile application. However, after interrogation it was noted that the report was still not received. It was confirmed that the mobile programmer application had been used again. It was noted that the facility's written instructions did not specify the remote monitoring mobile application and only referenced a blue-colored app icon. It was explained that the application¿s color had recently changed, and clarification was provided on the correct application to use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.